Event description:
Information received from the field notes that the patient called to report pectoral stimulation while in a reclined position. She had been seen for a follow-up the previous day when it was determined that she had a fractured lead. The lead was programmed to unipolar until an x-ray could be scheduled. The noise and stimulation continued in the unipolar configuration. An x-ray confirmed lead fracture. Therefore, the lead was replaced.